Manufacturer narrative:
The product is not expected to be returned. No further information concerning this report is expected. The investigation will be updated, should additional information be received.

Event description:
Boston scientific received information that this product was part of a system revision. During a routine follow-up, an infection was identified. The device system was ultimately explanted. Additional information reported that there was vegetation on the leads. The patient was to be re-implanted in 6-8 weeks. No additional adverse effects were reported.